Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a medication adjustment due to multiple episodes of vt. The patient complained of chest pressure in the hospital. A CT scan was performed and rv lead perforation was observed. A slight increase was noted on the rv threshold. The physician was not aware when the perforation occurred. The lead was explanted and replaced. The patient's condition post procedure was fine.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. Without return of the entire lead, a complete analysis could not be performed.